Event description:
It was reported that pump displayed malfunction alarm and customer noted malfunction 16 with code 0x20e6, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Pump was later found to start, charge, and connect to computer, and event history showed malfunction 16 on the reported date, but full error code could not be confirmed; device return was arranged for further evaluation and customer received replacement pump.